Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was experiencing fatigue, sweating, palpitations, and the ejection fraction (ef) was back to 25%. The device had been previously programmed by the physician to no cardiac resynchronization therapy (crt) pacing since the patient's heart rhythm corrected itself. The patient has not been seen or spoken to the physician to discuss the symptoms. Telephone calls and messages from the clinic to the patient have not been returned. The device is still in use. No further patient complications have been reported as a result of this event.